Event description:
The unit was replaced after six hrs svc life due to plasma leakage detected after four hrs use; no initial pt complication other than blood loss was reported. The plasma leak from the oxygenerator was monitored for 2 hrs and then the circuit was replaced during the procedure. Although the pt expired 4 days after the case in 2006, the hcp did not indicate any device-related concerns relative to the event and stated that cause of death was due to the pt's pre-existing med condition.